Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2019. Batch # t5cj2h. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the staple line was not intact after firing. The surgeon did fire, but no staples were seen in the tissue or in the reload. There were no patient consequences.